Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump had physical damage, pump display damage, the reservoir compartment was getting loose, had shortened battery life, was losing time, taking too long to restart after a battery change, was grinding through the prime process, was squirting out insulin during the prime process, and the buttons were hard to press. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was also rejecting new batteries, and was possibly over and under delivering. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.